Manufacturer narrative:
One device was returned for repair with complaint of failed accuracy test. Service history review identified the complaint was not related to a previous service of the device within the review period. Reported problem could not be duplicated and the accuracy test passed. Lots of contamination was found inside the chassy. The probable cause of the reported problem was contamination. Replaced expulsor assembly. After repair pump passed all functional tests.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional information becomes available.

Event description:
It was reported, that the pump failed accuracy test. There was unknown patient involvement. No patient injury was reported.